Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 481 mg/dl with high levels of ketones. Reportedly, the cause of the elevated bg level was unknown; however, the customer reported it could be a pump issue. Due to having a high bg, the customer was taken to the emergency room (ER) and was treated with intravenous (IV) fluids. The customer was in the ER for 7 hours and was admitted to the hospital. Upon leaving the ER, the customer was in a lethargic condition and was not eating. Customer's bg level was in the 300 (mg/dl) range. While in the hospital, the customer was treated with insulin via IV and was also on a fluid drip. The customer reported the high bg level experienced was 525 mg/dl. During a system check with tandem technical support, the customer confirmed that insulin was observed exiting the tubing.